Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A surgical service supervisor reported that a a2114 mayfield infinity xr2 skull clamp was used on (B)(6) 2018 during a craniotomy procedure for a brain tumor. The (B)(6) male patient was in a prone position with the skull clamp and pins (sp-0001adult disposable skull pins manufactured by tz medical) in place. The operating room team went to rotate the bed and the screw on the skull clamp broke off. It was reported that the patient's neck flexed. The device was in use for about 10-15 minutes before the incident occurred. There was a 45 minute surgery delay due to the product problem. A regular metal mayfield was used for the case and proceeded without any issues. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Additional information was received on 12mar2018 in the form of a medwatch with u/f importer number: (B)(4). Patient in operating room (or) was prepped for left frontal/parietal craniotomy for brain lesion. The patient was placed in the radiolucent mayfield infinity xr2 skull clamp device. Per report of staff, the head piece attachment screw that connects to the bed attachment snapped and broke while the patient was in the head piece. A staff member caught the patient's head. No injury was noted to the patient.

Manufacturer narrative:
Investigation completed on 14 feb 2018. The device was returned to the manufacturer for evaluation. Device history record reviewed for product ID a2114, with serial # (B)(4) was manufactured on 05/12/2015 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. A visual inspection was conducted and confirmed that the returned unit did not meet all specific functional testing. The xr2 standard adaptor knob threads are broke off in the xr2 clamp base. Integra lifesciences thoroughly investigated the complaint event and the investigation included outsourced material testing, stress engineering and fractography. The consensus of investigation finds the most likely root cause of complaint event is: user applied torque to knob in excess of material strength of screw thread. Or combination of user torque and clamp support load exceeding screw thread strength.